Event description:
During puncture of a pediatric patient, blood refluxed without incident, but a blockage was felt. Catheter was removed revealing that the teflon on the catheter was folded in half, causing the vein to collapse. No additional information provided.